Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 5 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve not recovering with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there was poor sleeve function with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter, translated from french to english: the rubber that wraps the bottom of the needle does not come back into place when the collection tubes are removed, so that blood continues to flow into the pump body and therefore outside is no longer "retained" by this rubber system. Patients soiled by their own blood and sometimes also the samplers, the floor and the tubes. Problem encountered by two different samplers, recurring over the last 3 days. Problem that had been encountered twice a few months ago, but not reported. We still have (B)(4) of needles from this lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was poor sleeve function with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter, translated from (B)(6) to english: the rubber that wraps the bottom of the needle does not come back into place when the collection tubes are removed, so that blood continues to flow into the pump body and therefore outside is no longer "retained" by this rubber system. Patients soiled by their own blood and sometimes also the samplers, the floor and the tubes. Problem encountered by two different samplers, recurring over the last 3 days. Problem that had been encountered twice a few months ago, but not reported. We still have 13 boxes of needles from this lot.